Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed no picture. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the video cable is broken and therefore the 3d image has defects or is not displayed. Based on the results of the investigation, the reported issue was confirmed and found to be attributed to the broken video cable. The root cause of the broken cable cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed no picture. The issue occurred during an unspecified procedure. There were no reports of patient harm.